Manufacturer narrative:
Results of evaluation: conclusion: based on the visual examination and functionality testing, the instrument was found to function as intended.

Event description:
The device was used during an unk procedure. It was reported by the rep. The surgeon could not fire the device. The patient consequence was not reported. Additional info received 1/16/97. There was no consequence to the patient.